Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter states that the pump was "dumping large amounts of feeding for no reason". They stated that the pump would deliver correctly for part of the feeding and then would free flow and deliver the last part of the feeding. They stated that they felt it was a problem with the "equipment and supplies". Mmd followed up with the initial reporter and they stated that the patient had no adverse effects due to the complaint. They provided no additional information. (B)(4).